Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with a balloon protector and product mandrel. The balloon was loosely folded. There were numerous kinks in the hypotube. Microscopic inspection found no irregularities or defects to the tip. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be streaming out of the balloon material. Microscopic inspection revealed that there was a pinhole at the distal edge of the distal markerband. Microscopic and tactile inspection revealed inner shaft damage (buckling) on each side of the distal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-jul-2016. It was reported that balloon inflation failure occurred. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. However, during the procedure, the balloon would not inflate. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.